Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2016 with the following findings: on investigation, all the keypad buttons had normal response. Investigation did not duplicate the complaint. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. There was no damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/13/2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up, down and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.